Event description:
Consumer removed a tampon and the tampon came apart during removal and she believes some pieces may have remained inside of her.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.